Manufacturer narrative:
One used portal and a partial percutaneous catheter was received for evaluation. Visual inspection found the catheter to have a bend at the attachment to the portal. This bed appeared consistent with the memory of placement within the patient. The strain relief connector was removed. The system was found to be occluded; in order to isolate the occlusion, the catheter was removed and the portal chamber was introduced with a water solution. No occlusion, total or partial, was observed on the port. Upon further examination of the catheter, the distal end was found to have an appearance consistent with being melted, thinned out, and compressed. This resulted in occlusion. It was unable to be determined whether the observed damage was due to handling during explant or otherwise. A review of the device history record revealed no discrepancies. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a deltec® port-a-cath® ii epidural low profile access system malfunctioned; it was impossible to withdraw or inject through the device. The device in use with a patient as a part of a drug clinical trial. The position of the device was checked via x-ray. The patient required lumbar punctures for administration due to the malfunctioning device. The patient was hospitalized for removal and replacement of the access device. The patient required treatment for spasticity and pain. No permanent injury was reported, and the event was considered resolved.